Event description:
A territory manager (tm) contacted zoll customer support to report that he was going to do an in-service and the monitor he had would not power on completely and only alternated between the 'lifevest wearable defibrillator" screen and a blank screen.

Manufacturer narrative:
Device evaluation or monitor (B)(4) has been completed. The reported problem (will not finish power up sequence) has been confirmed. The cause for the monitor not completely powering up is likely a defective digital signal processor component (u500) on the computer/analog board. The root cause for the defective u500 cannot be positively identified but is likely a result of random component failure. No adverse event resulted from the defective component. The patient received a replacement monitor.